Manufacturer narrative:
For the investigation the logfile was analyzed. Other than initially reported the device was in standby-mode and the ventilation was not activated during the time of event. It was found that the ventilation unit performed a reboot on (B)(6) 2019 at 8:58 am. As per logfile the device displayed the alarm message ventilation unit restarted after the successful reboot. The root cause for the reboot was a checksum error of an internal component. The software analyses and verifies proper function of the device. If an internal failure concerning the ventilator is detected, a local restart of the ventilation unit would be triggered. During this time (about 8 seconds), the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started. The results will be provided within a follow-up report.

Event description:
It was reported that the unit restarted while in use. There was no patient injury reported.